Event description:
According to the available information, the patient is experiencing auto inflation. The patient goes from flaccid to half erect within a few minutes of deflation. The patient's doctor told him it will take about three months for that issue to resolve itself. Still, even when he is half inflated (all of the time) it takes him 80 pumps or so to become fully inflated. The patient's doctor has instructed him to wear no underwear for three months meaning he can only wear sweatpants and is reluctant to leave the house.

Manufacturer narrative:
B3: estimated date. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remainss implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.